Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/26/2011 by fax and mail. Additional information was received by phone on 08/26/2011. Medical records were received on 08/31/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported having poor intermediate vision following intraocular lens (iol) implant surgery. He stated that overall, his vision was really good, but he noticed a "dead zone" about 4 to 8 feet away from him. In a follow-up by phone, the technician reported there is no problem with the lens. There are two medical device reports associated with this event. This report is for the left eye.